Manufacturer narrative:
Health effect impact code: f26. Was this device serviced by a third party? No. Completed information for section: patient identifier: (B)(6). Patient information: no further patient information was provided by the customer. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 3p25 that has a similar product distributed in the us, list number 2r98.

Event description:
The customer observed falsely elevated architect stat high sensitive troponin-I results on a (B)(6) year old male patient. The following data was provided (customer¿s diagnostic cutoff: 0.0342 ng/ml): (B)(6) 2021, sid (B)(6) =150 initial result = 0.7780 ng/ml. (B)(6) 2021, sid (B)(6), initial result = 0.4212 ng/ml. Additional laboratory data provided: bnp on (B)(6) 2021 was 14.9 pg/ml the patient complained of chest pain after intense exercise. No impact to patient management was reported.

Manufacturer narrative:
H6: component code: g01003 the complaint investigation for falsely elevated results included a search for similar complaints, and the review of complaint text, trending data, labeling, and device history records. Return testing was not completed as returns were not available. Trending review did not identify any trends for the issue for the product. Device history record review for lot 22008ui00 did not identify any non-conformances or deviations associated with the customer¿s observation. The overall performance of architect stat high sensitive troponin-I reagents in the field was reviewed using data gathered from customers worldwide. The median population result for the lot is comparable with all other lots in the field and confirms no systemic issue for the lot. A review of labeling concluded that the issue is sufficiently addressed. Per the expected values section in product labeling, the 99th percentile cutoff for male patients in the age range of 21 to 73 years is 34.2 pg/ml. Abbott has not established expected ranges for male patients under 21 years old. Based on the investigation stat high sensitive troponin-I reagent lot 22008ui00 is performing as intended, no systemic issue or deficiency of the stat high sensitive troponin-I reagent was identified.

Manufacturer narrative:
This follow up is submitted to populate fields d8 and/or h6 with data that had previously been provided in field h10. There is no change to the content of the data.